Event description:
It was further reported that the patient had declined efficacy (unrelated to 8840 issue). The physician chose not to explant the other device.

Event description:
It was initially reported that there was a discrepancy between daily use and therapy use on the physician programmer. The therapy use percentage was listed as 95% used, but when he went to the daily use tab that showed use for the last 6 months, 2 of those months showed "off" without any program listed. That would mean the device was off for approximately 33% of the time according to the daily use area. However, all programs were used, as shown on the therapy tab. It was later reported that the patient had a new neurostimulator and lead placed to manage the situation. The reason for the discrepancy was never apparent. Patient outcome was not provided. If additional information is provided, a follow up report will be sent.

Manufacturer narrative:
Lead model 3889-28, lot: v477036, implanted: (B)(6) 2010, explanted: na.